Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to a flattened act button dome switch. Unable to verify low predicted alarm due to no button response. A scratched lcd window was also observed.

Event description:
It was reported that the insulin pump had an unresponsive keypad after it had alerted a low blood glucose prediction. The blood glucose reading was 204 mg/dl. A second measure of the blood glucose reading was 213 mg/dl. The customer's babysitter stated that the customer did not have low blood glucose but the insulin pump alerted a low predicted event. She was unable to clear the alarm. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.